Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported the patient had pre-existing severe heart failure. The mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1. However, the following day, on (B)(6) 2022, transthoracic echocardiogram showed mr increased to 3. On (B)(6) 2022, echocardiogram was performed again; mr was still 3 and an anterior mitral leaflet perforation was observed. The patient remained hospitalized due to heart failure. The implanted clip remains secure on both leaflets. The mr and leaflet tear did not worsen heart failure; however, it is likely the mr and leaflet tear contributed to the delay in relief from the heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the report heart failure was due to pre-existing patient condition. A cause of the reported recurrent mitral regurgitation (mr) and tissue injury could not be determined. The reported patient effect of mr, heart failure and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.